Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 2 minutes and 31 seconds from 05:56am on (B)(6) 2020, which is sufficient time to replace the reagent; and the station properties were reset at 05:59am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 5 prior to these user actions were: ethanol concentration=74.7%, cycle=27, cassettes= 1898 and days=11. The station properties for bottles 5 (ethanol), 11 (xylene), 12 (xylene), 13 (xylene) and 14 (xylene) were reset between 21:45pm and 21:59pm on (B)(6) 2020, which was following completion of the protocols from which sub-optimal tissue processing reported by the complainant. There was no evidence of any use error(s) when replacing these reagents. The variance between the ethanol concentration of approximately 75% measured by the complainant using a hydrometer on (B)(6) 2020 and that calculated by the instrument software of 99.4% indicates that a use error occurred during replacement of the reagent in bottle 5, in which a user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to the default value of 100% at 05:59am on (B)(6) 2020. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 5 (ethanol) with an ethanol concentration of approximately 75% was used for the final dehydration step of the "factory 2hr xylene standard" protocol started in retort a at 06:12am on (B)(6) 2020; the "factory 4hr xylene standard" protoocl started in retort b at 06:27am on 12 october 2020; the "factory 2hr xylene standard" protocol started in retort a at 09: 54am on (B)(6) 2020; and the "factory 4hr xylene standard" protocol started in retort b at 12:52pm on (B)(6) 2020. The minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 05:59am on (B)(6) 2020, during manual replacement of the reagent in bottle 5 (ethanol). Specifically, the ethanol concentration in bottle 5 measured by the complainant using a hydrometer was approximately 75% and that calculated by the instrument software was 99.4%. The facts indicate that manual replacement of the reagent in bottle 5 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "under and over processed tissues. User called to report had both retort a and retort b ran to completion. However the status of the tissue is a combination of over processed seen in bigger tissue and under process in smaller tissue. On (B)(6) 2020, the assigned leica applications specialist - core histology (fss) documented the following further information reported by the complainant in relation to the event: "customer reported poor processing on 4 runs. Larger tissue was reported as being overprocessed, and the smaller tissue as underprocessed...was able to determine based on previously recorded concentrations it was most likely bottle 5 that had been edited. After reviewing event logs with customer over the phone, bottle 5 had been reset to 100% right before the runs that were reported as being affected." On (B)(6) 2020, the fss further documented that the ethanol concentration in bottle 5 measured by the complainant using a hydrometer was approximately 75% and the calculated concentration was 99.4%. The fss concluded that this discrepancy was the likely cause of the poor processing reported. Based on this finding, the complainant was advised to replace the reagent in bottle 5 with 100% ethanol and then reset the concentration in the instrument software to 100% for this bottle; and perform a verification run to ensure that the quality of tissue processing following this action was satisfactory prior to processing further diagnostic samples. The complainant reported that the quality of tissue processing from the verification run was satisfactory following replacement of the reagent in bottle 5. The fss also documented that user training would be provided to laboratory staff at a date yet to be scheduled. The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from four (4) processing runs executed in either retort a and b on (B)(6) 2020 using the "factory 4 hr and factory 6 hour" protocols; and the tissue type and size of the affected samples were: "ecc, gyn, emc, skins etc" and "small to medium .01mm to 1.5 mm (may mean cm)". On (B)(6) 2020, the assigned leica applications specialist - core histology received information that all cases involved in this event were diagnosable.